Event description:
It was reported that during a lap gastric-bypass procedure, the device clip applier jammed. A new like device was used to complete the case. There was no patient consequence reported. The case was completed successfully.

Manufacturer narrative:
Evaluation summary: the instrument was cycled and would not feed the clips. The anti-backup was noted to be damaged and the post of the lockout was found to be broken. No conclusion could be reached as to what may have caused the damage to the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.